Event description:
Customer's wife reported on (B)(6), 2014 that customer had not yet received his replacement adc blood glucose meter. Customer initially called on (B)(6) 2014 and reported the test did not start on his adc meter. At the time of the initial call there was no report of a medical event or intervention. Caller further reported that beginning on (B)(6) 2014 customer began to experience "blurred vision, weakness and slurred speech" and that on (B)(6) 2014 she took customer to a local healthcare facility. Customer's blood was taken for analysis, but no results were provided. Customer was diagnosed with hyperglycemia and dehydration and was treated with insulin and unspecified intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.